Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, the reported malfunction was not confirmed; therefore, the cause could not be determined. However, the most probable cause of the additional malfunction identified during the investigation was a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had stripes appear in the picture. The issue was found during a set up. There were no reports of patient involvement.